Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultramini meter displayed an apply sample message after blood had been applied to the strip. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2016 in the morning. The patient manages his diabetes with metformin and ¿glimepiride¿ pills and continued to take his usual dose of medication in response to the alleged issue. The patient reported that ¿one week¿ after the alleged issue occurred, on (B)(6) 2016, he developed symptoms of ¿dizzy and cold sweats¿ and that he self-treated by eating pineapple. The patient reported that on (B)(6) 2016 he visited his doctor¿s office where he had a blood glucose test done on a doctor¿s meter, which gave a result of ¿105mg/dl¿ and the doctor recommended that the patient ¿stopped taking a glimepiride pill before lunch.¿ during troubleshooting the cca noted that it was not the first time the meter had been used and there was no apparent misuse of the device. The patient had been using the correct test strips however been following the incorrect testing procedure by placing blood sample on wrong edge of the strip. When the cca walked the patient through a retest the issue was not resolved. Product was replaced and requested back for evaluation. This complaint is being reported as the patient suffered a symptom that meets lfs criteria of a serious hypoglycemic event after the alleged issue occurred.